Event description:
During a knee arthroscopic surgery, the upper jaw link of the device broke while entering the knee. The upper jaw hinge can break when the upper jaw is not clamped down during device insertion into the knee. When the link breaks, the upper jaw can no longer be controlled by the handle and the upper jaw goes nose down. The sales representative thinks that the upper jaw was caught on a piece of tissue or fat during insertion, which caused the link to break. During the returned product investigation, it was found a small fragment from the link was missing. Upon follow-up with the sales representative, she did not see any fragment from the break during the procedure. It was confirmed that the knee was throughly irrigated during the procedure. The missing fragment may or may not have fallen in the patient's knee. The recovery of the fragment could not be confirmed.